Event description:
It was reported that during the atrial lead implant procedure, the lead was confirmed to not have any problems before the operation. The atrial lead tip was unable to be extracted with approximately 15 rotations when the lead was attempted to be delivered into the atrium. The atrial lead was removed from the patient's body and the tip extraction was checked again outside the patient's body but the tip would not extract despite several rotations. Another lead was implanted to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated damage at implant. The analyst noted that the helix would not be extended due to the distal conductor distorted within is-1 connector pin. /over-rotation. If information is provided in the future, a supplemental report will be issued.